Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that they had a hypoglycemic event that resulted in loss of consciousness. The patient stated that before passing out, they were able to press the panic button in their room and the security guard called the paramedics. When the paramedics arrived, they checked the patient's bg and it was 29 mg/dl. The patient was provided orange juice. At an unspecified time during the event, the cgm was displaying 150 mg/dl while the bg was 56 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. The patient lives in a nursing home. On (B)(6)2022, the patient passed out due to hypoglycemia. Prior to passing out, the patient felt dizzy but was able to press the panic button in their room and the security guard called the paramedics. When the paramedics arrived, they checked the patient's bg and it was 29 mg/dl. The patient was provided orange juice and the patient regained consciousness. The patient stated the paramedics took another bg reading and it was 56 mg/dl while the cgm was displaying 150 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.